Manufacturer narrative:
The device was not returned, however an evaluation was completed on the provided data logs. Logs were reviewed and the report of inaccurate values could not be confirmed. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Manufacturer narrative:
Additional product code: dsb, qms, dqe, dqk, mud, fll, qaq, olw. Monitor will not be returned so a product evaluation cannot be completed. However, an investigation was initiated to evaluate the provided diagnostic logs. A supplemental report will be forthcoming when the investigation is complete. Per the instructions for use (IFU) for the vitawave finger cuff: do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm (or hand or finger). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a vita monitor had significant mean arterial pressure value difference compared to a brachial cuff. A 20 to 30 mmhg difference was consistent throughout the case. A vitawave cuff was connected to the vita monitor. Both cuffs were placed on the same arm and at the same relative height. Brachial cuff was set to read every 5 minutes. It was noted that the issue was related to the vita monitor software or the brachial cuff. There was no patient harm.